Event description:
The handle on the catheter cracked during the procedure causing it to be difficult for the physician to steer. The catheter was removed and a new catheter was then used with no further problems reported. There was no injury to the patient.